Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criterion medically significant) and menorrhagia ("heavy cycle that lasted weeks"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine adhesions ("uterus and pelvic area is filled with scar tissue") and cyst ("cyst"), experienced rash ("rash on both inner thighs"), abdominal distension ("stomach looks as if I am 7 months pregnant") and pelvic adhesions ("uterus and pelvic area is filled with scar tissue") and was found to have smear cervix ("pap smear") and smear cervix abnormal ("abnormal pap"). At the time of the report, the abdominal pain, uterine adhesions, cyst, smear cervix and smear cervix abnormal outcome was unknown, the menorrhagia outcome was unknown and the rash, abdominal distension and pelvic adhesions outcome was unknown. The reporter considered abdominal distension, abdominal pain, cyst, menorrhagia, pelvic adhesions, rash, smear cervix, smear cervix abnormal and uterine adhesions to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event severe pap smear, cyst, abnormal pap was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criterion medically significant) and menorrhagia ("heavy cycle that lasted weeks"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine adhesions ("uterus and pelvic area is filled with scar tissue") and cyst ("cyst"), experienced rash ("rash on both inner thighs"), abdominal distension ("stomach looks as if I am 7 months pregnant") and pelvic adhesions ("uterus and pelvic area is filled with scar tissue") and was found to have smear cervix abnormal ("abnormal pap"). At the time of the report, the abdominal pain, uterine adhesions, cyst and smear cervix abnormal outcome was unknown, the menorrhagia outcome was unknown and the rash, abdominal distension and pelvic adhesions outcome was unknown. The reporter considered abdominal distension, abdominal pain, cyst, menorrhagia, pelvic adhesions, rash, smear cervix abnormal and uterine adhesions to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.